Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low blood glucose (bg) level that was below 55 mg/dl; cause was due to the customer misjudging carbohydrates consumed at a buffet. Reportedly, the customer did not remember how low bg was treated.